Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that broken motor strap. There was no patient involvement.

Event description:
It was reported that broken motor strap. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that broken motor strap. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken mount rubber motor and right side iui connector assembly was damaged. A review of the device history record for (B)(6) was performed from date of manufacture 06/15/2015 to present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the motor - motor mount failure. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2018-0161 iui conn issues h3 : no product returned.